Manufacturer narrative:
Device evaluation: two devices were received and evaluated for the device fell off event complaint. A visual inspection revealed that the foam pad showed signs of contamination. An accurate assessment of the foam pad could not be performed due to the used condition of the returned device; the original adhesion properties could not be verified. Based on the condition of the device upon receipt, a moderate amount of adhesion residue was observed on the foam pad. Functional tests were performed. The adhesive pad was probed, and it verified that there was a moderate amount of adhesive remaining. After probing the foam pad, the adhesive pad had attached to the technician's glove; the device was lifted off the table surface and verified that the adhesion strength was still sufficient both devices were assessed, but due to the used condition of the foam pad, the original adhesion properties could not be verified. The device assessment verified that the foam pad adhesion strength was acceptable. Due to the condition of the foom pod upon receipt, the reported complaint could not be verified. The complaint for these devices could not be confirmed.

Event description:
A contact of a patient using v-go called in and stated that on 2/28 two v-go devices fell off the patient. The first one was on her stomach, and the patient contact started that maybe he didn't let the alcohol swap dry long enough but when he placed the v-go device on her it fell off and rolled on the floor and they didn't want to reuse it. The second occurrence was about 2 hours later he placed the replaced device on her leg, and she forgot it was there and ripped it off. It was reported that the devices are available for return to the manufacturer for evaluation. To date, the devices have not been received.